Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test or verify pump error 68 and keypad unresponsive/button error alarm due to missing segments/partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple issues. The customer's blood glucose level was 10.1 mmol/l at the time of the incident. The customer stated that the insulin pump had frozen display. The insulin pump had a beeping sound in the background and there was no response from any button. The customer had lunch and gave bolus for that. They had no problems during bolus. An hour later the insulin pump alarmed and did not stop. The customer reported that button was hold longer than 3 minutes. The device will be returned for analysis.